Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps were deviated from the instruction manual. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: vis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found suction cylinder had no color; due to a chip on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in up direction does not meet the standard value; plastic distal end cover had a crack; adhesive on bending section cover had a crack; universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the air/water tube and air/water cylinder. There were no reports of patient involvement.